Event description:
During review of the vns pt's programming history, it was found that a faulted diagnostics test occurred on the day of implant that caused the pt's programmed settings to change. Although the surgeon interrogated the pt's generator prior to the pt leaving the office visit, the unintended settings were not corrected until the next day. No adverse events have been reported.